Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance. X-ray confirmed no insulation problems. No intervention was performed, the patient was being monitored. The patient was asymptomatic.